Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "on the (B)(6) 2016 the surgeon implanted a 23mm on-x aortic ace valve in a (B)(6) female. Her post op drug therapy was managed by the registrar, who did not give any heparin until day 3 post op and by then she had been running an inr of 1.1 for three days and complained of 'pins and needles'. She was prescribed enoxiparin 40mg as well on the (B)(6) 2016 and discharged to her gp [general practitioner] and warfarin clinic. When this patient returned for her follow up appointment to see the surgeon. On the (B)(6) 2017 it was discovered that she had in fact had a thrombus to her right big toe, which had turned black, but since healed and sloughed off. She was then discharged symptom free and is now under the guidance of her cardiologist.

Manufacturer narrative:
Manufacturing records for the on-x valve used were not reviewed as a definitive serial number was not provided. A review of the available information was performed. Onxace-23 sn unknown reported as implanted in a 50 year old female on (B)(6) 2016. Without the serial number, this valve and implant case could not be confirmed from the tracking database. Three days postop, the patient complained of "pins and needles." Her immediate postop anticoagulation did not consist of heparin and her inr was running at 1.1. Following the complaint, the patient was prescribed enoxaparin, an anticoagulant medication typically used for deep vein thrombosis, pulmonary embolism, and certain types of surgeries, and continued on warfarin. She was subsequently discharged into the care of her general practitioner. On (B)(6) 2017 (71 days postop), during the routine postoperative follow-up visit to her surgeon, it was discovered that the patient had experienced a thrombus in her right big toe, which had turned black, but subsequently healed. She was declared symptom-free by this time and placed under the care of her cardiologist. It is difficult to ascertain the genesis of the big toe thrombus. It is unknown if the clot grew on site-as could happen in the case of deep vein thrombosis (dvt)-or if it traveled from elsewhere (thromboembolism, or te) and lodged in the big toe, which would classify it as a peripheral te. Consequently, it is not possible to know if the on-x valve had any contribution to the event. We only know that the valve itself appears to have performed as expected and that no evidence was presented to implicate any valvular dysfunction. The instructions for use for the on-x valve lists thromboembolism as a possible complication of mechanical heart valve replacement. It occurs at an historical rate of 3.0 %/patient-year for rigid heart valves [iso 5840:2005(e)]. Thrombus in right big toe is possibly due to peripheral thromboembolism, but it is also possibly due to venous thrombosis. The condition resolved. The evidence provided makes it uncertain what, if any, relationship the thrombus has to the valve. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "on the (B)(6) 2016 [the surgeon] implanted a 23mm on-x aortic ace valve in a 50 year old female, her post op drug therapy was managed by the registrar, who did not give any heparin until day 3 post op and by then she had been running an inr of 1.1 for three days and complained of 'pins and needles', she was prescribed enoxiparin 40mg as well on the (B)(6) 2016 and discharged to her gp [general practitioner] and warfarin clinic. When this patient returned for her follow up appointment to see [the surgeon] on the (B)(6) 2017 it was discovered that she had in fact had a thrombus to her right big toe, which had turned black, but since healed and sloughed off, she was then discharged symptom free and is now under the guidance of her cardiologist.